Event description:
A site representative, biomed, reported a surgeon mentioned their navigation system vertek arm was not tightening down properly. The biomed representative declined to provide additional details as this occurred during set-up for a cranial procedure. It was reported that the surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome. It was requested that the vertek arm be repaired.

Manufacturer narrative:
Biomed representative, at the site, declined to provide patient information. Suspect vertek arm not returned to manufacturer for analysis.